Event description:
Mayfield skull clamp and pin set #1 was applied to patient's skull by physician #1. Movement was noted. Pins were changed to pin set #2. Clamp was reapplied by physician #1. Movement was again noted. Physician #2 reapplied pin set #2 pin and no movement was noted. Surgery began. During surgery, it was discovered that pin on left side perforated the skull. Surgery continued and no patient sequelae noted from pins.